Manufacturer narrative:
This report is filed june 14, 2016.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery.